Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). The reported complaint was not confirmed. Volumetrics run of 533.3ml/hr and 400ml tested in spec at 396ml or 99% of expected volume. Volumetrics run of 114ml/hr and 159.1ml tested in spec at 158ml or 98% of expected volume. Furthermore, the pump's operational log was reviewed and there were no indications that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the starting volume was 1 liter. The nurse programmed the pump to infuse 533 ml over 45 minutes. She then reprogrammed the pump to infuse at a rate of 114 ml/hr for the remaining volume. The pump alarmed "volume infused" 3 hours into the second infusion (total run time 4 hr 12 min). The pump displayed "pump needs repair". The customer was unable to share what was being infused, but they did provide that there was no patient injury.